Event description:
It was reported that prior to the system monitor upgrade it was working while connected to a patient. During the upgrade process the clinical specialist demonstrated the pocket controller to the nurse, and they missed the opportunity to touch the first "cross hair" in the top left-hand corner of the screen, but they were able to complete the rest of the calibration portion of the upgrade. The upgrade said it was successful. After the upgrade, the system monitor was used on a mock loop and the clinical specialist was not able to use the touchscreen or access the upgrade screens. The clinical specialist was able to get into the touchscreen test page; however, the buttons would not react to touch. A re-upgrade was requested.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of the touchscreen not functioning properly. The system monitor required a touchscreen recalibration. The unit was tested and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 27jul2012. The system monitor shipped to the customer on 10aug2012. The unit was manufactured on 17jul2012. Heartmate ii power module instructions for use revision b states if the system monitor does not work, contact thoratec's technical service department. No further information was provided. The manufacturer is closing the file on this event.